Manufacturer narrative:
The esus were thoroughly inspected/tested. A technical safety check was performed on each of the generators. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the devices. No anomalies were found in the review of both unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. An examination of the involved return electrode (or pad) revealed two (2) black marks near its equipotential ring. The damage to this area of the pad is not typical because it is not connected to the power circuit. The black areas on the return electrode were exactly symmetrical which indicated that at some point the pad was folded. Most likely, the return electrode was folded over during the procedure because of the esu's return electrode related erroring and the fact that there was only one thermally damaged area on the patient's skin. However, it is also possible that there was an electrically conductive object on the pad. Nevertheless, it appears that the instructions for the proper application and use of the return electrode were not followed to adequately disperse the high frequency (hf) current during the surgical procedure, resulting in the burn. However, no conclusive determination could be made as to the cause of the event. No trends have been identified with this incident. (B)(4). Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred during a breast augmentation procedure. Two (2) electrosurgical units (esus/generators) were used in the procedure. The other esu was the same model and part number (p/n) with the serial number (B)(4). At the beginning of the surgery, the involved generator displayed an error code/message (error code bb13c00, resistance between return electrode and patient out of the limit). The associated return electrode (nessy omega pad) was adjusted, but the unit produced output only for a short time. Therefore, the procedure was completed with only the second esu. Upon the surgery, a 3rd degree burn and necrosis of approximately 4 cm2 was discovered under the pad that was placed on the left thigh of the patient and connected to the first generator. The thermally damaged skin was treated. Note: the esus were distributed by our parent company ((B)(4)) to a (B)(6) hospital.